Event description:
It was reported to philips that the x-ray system did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to start up. Upon functional testing, the fse reviewed the logfile and found that the software of the device was not running properly. To resolve the reported issue, the fse reinstalled the os and software for the main pc (suitepc) of the device. After the reinstallation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.